Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on unknown date. Subsequently, legal counsel for patient reports patient was revised on an unknown date due to patient allegations of pain. Additional information received in patient medical records indicates the initial procedure was on (B)(6) 2008. Medical records further indicate that the revision procedure took place on (B)(6) 2010, due to pain, impingement of the iliopsoas tendon, cloudy fluid and an anteverted cup. The operative notes confirm that the acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-02591& 2013-03739 / 03740).